Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted (z-syndrome) approximately 5 weeks post lens implant. The lens was repositioned and a capsular tension ring (ctr) was implanted. The z-syndrome resolved. This report pertains to the pt's left eye.